Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra2 meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during (B)(6) 2013 at 8am. The patient reported using self adjusting insulin to manage her diabetes. The patient reported during (B)(6) 2013 she increased her dose of 70/30 insulin to include 25 units in the morning and 15 units in the evening. The patient reported for the past 5-6 months prior to contacting lfs she experienced symptoms of ¿cold sweats and vomiting.¿ the patient reported during (B)(6) 2013 at 10:30am and (B)(6) 2013 9pm, she was in the hospital. The patient reported blood glucose readings of ¿200+, 150 and 170mg/dl¿ were obtained on a hospital meter and the patient was treated with insulin from a healthcare professional (hcp). At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. The patient was educated regarding the meter¿s auto shut off function but the alleged issue remained unresolved. The subject meter¿s battery was found to be in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue, she was unable to test, increased her usual dose of medication, developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.